Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp solution set would not flow. During an infusion with carftilzomib (60mg diluted in 50ml of 5% dextrose) at 540 ml/hour via a spectrum pump, "no drug was going through the tubing"; air was found in the tubing and a collapsed drip chamber was observed. It was noted that a non-baxter device was connected to the setup and the pump alarmed during this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.